Event description:
Two 4.0 cancellous screws were broken: pt originally admitted on 3/8/98 due to an mva in which pt fractured left elbow. Through surgery, two 4.0 cancellous screws, and an 8-hole plate were placed. Pt was re-admitted on 3/27/98 due to left arm pain. Surgery removed all above mentioned hard-ware and implanted the same except using a longer plate. The broken screws were noticed upon explanting the hardware.